Manufacturer narrative:
During testing the device alarmed with an e321 (battery charger timeout) error code. The customer's reported complaints of check battery on pump 3, needs new battery and keeps air on tubing alarm were duplicated in testing. The customer's reported complaint of door broken was not duplicated in testing. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact of "check battery on pump 3, door broken, needs new battery and keeps air on tubing alarm". These are not reportable malfunctions. However, during verification testing at the service center, channel 3 of the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours.